Manufacturer narrative:
We are still awaiting receipt of the device. As soon as the device is returned to the manufacturer for evaluation, an investigation will be conducted. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's dacapo power pack was under testing in the service desk dacapo charger. The power pack started leaking some liquid and damaged the dacapo charger battery compartment. Neither patient contact to battery chemistry nor any injuries were reported. Dacapo power pack has been replaced.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. It is very likely, that the bulging of the housing caused the observed damage. The contacts seem to be oxidized by the leaking electrolyte. However, neither patient contact to battery chemistry nor any injuries were reported. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Furthermore the contacts and housing parts of the charger got damaged by the leaking electrolyte.this is a final report.

Event description:
The patient's dacapo power pack was under testing in the service desk dacapo charger. The power pack started leaking some liquid and damaged the dacapo charger battery compartment. Neither patient contact to battery chemistry nor any injuries were reported.